Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal report # (B)(4). Customer is comfortable with supplies and declined replacements and will implement correct testing techniques. Most likely underlying root cause: mlc-22 - client is testing with expired test strips test strip UDI#: (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call to ensure that the control solution products resolved the initial concern - unable to establish contact at this time.

Event description:
Consumer reported complaint for low blood glucose test results. Husband is calling on behalf of the customer. The customer is concerned with tests results from results obtained of 46 mg/dl fasting and 37 mg/dl non-fasting. The customer's expected fasting blood glucose test result range is 90 - 100 mg/dl; an expected non-fasting blood glucose test result range was not provided. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call a back to back blood test was performed by the customer non-fasting and produced test results of 81 mg/dl and 81 mg/dl using meter. The product is stored according to specification in the living room. Customer had initially been using expired test strips: lot # mu2375, manufacturer's expiration date of 08/28/2018. Customer opened a new vial for the back to back blood test performed during the call: lot # mu2676, manufacturer's expiration date of 04/30/2019 and satisfied with the results. The meter memory was reviewed for previous test result history: (B)(6).